Event description:
It was reported that there was a malfunctioning device. It was noted that patient¿s device battery had expired. It was noted that it was surgically replaced. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2005 (B)(6) product type lead product ID 435135, serial# (B)(4), implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that it was not indicated whether or not it was normal expiration. It was noted that expiration was discovered on 2013-(B)(6). It was noted that the patient went to the doctor for a replacement. It was noted that it was unknown exactly what date the surgery was performed. It was noted that the patient had a visit to the healthcare professional (hcp) on 2013-(B)(6). Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.